Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 550:332:650:0000 was confirmed and duplicated as failure code 550:320:654:0000 during product evaluation. This condition was caused by a disconnected speaker harness. The speaker harness was reconnected to correct the reported condition. Additional information: the user interface module master software version is 6.13.90, categorized as remediated. A service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA.

Event description:
During baxter's review of the event history of another report, it was discovered that failure code 550:332:650:0000 occurred twice. There was a failure to audibly alarm. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.